Manufacturer narrative:
Upon receipt of the unit, it was determined that a "missing keel tip" failure mode was confirmed and we are reporting at this time. Additional info will be provided once the investigation has been completed.

Event description:
It was reported that during inspection of the unit, it was observed that the distal end of the optic is damaged.